Event description:
Same case as: 2134265-2008-00760. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, itching and chronic hives occurred. The patient started itching immediately after the 2.75x24mm and the 3.00x12mm taxus express2 drug eluting stents were implanted and has been diagnosed with chronic hives.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. It is noted that this device was implanted past the batch expiration date.